Event description:
Customer reported that her drive support cap was flushed. The customer's blood glucose was 117 mg/dl. She stated that she did not drop or bump her insulin pump. The customer was advised her insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).